Event description:
A power source alert 07 was reported by the caller. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on the customer's blood glucose level. The customer continued using the pump for insulin therapy.